Event description:
21 year old underwent surgical repair of a right distal radius fracture on 6/2/1998. On 6/3/1998, physician removed the drain from the right wrist, and the drain was not intact. A "stat" x-ray revealed a tubular foreign body. The pt was returned to surgery on 6/4/1998 for removal of the retained portion of the drain.